Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was scheduled to undergo holmium laser lithotripsy for right ureteral calculi and right ureteral stent implantation under combined spinal-epidural anesthesia on (B)(6)2022. During the operation, the device packaging of ureteral stent was opened, and the ureteral stent was found to be broken. It was mentioned that the stent could not be used.

Event description:
It was reported that the patient was scheduled to undergo holmium laser lithotripsy for right ureteral calculi and right ureteral stent implantation under combined spinal-epidural anesthesia on 14sep2022. During the operation, the device packaging of ureteral stent was opened, and the ureteral stent was found to be broken. It was mentioned that the stent could not be used.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this event could be, "inappropriate package design", however, sufficient information is not available to confirm a specific root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments." Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." The device was not returned.